Event description:
It was reported that the atrial lead exhibited high capture threshold of 3.0 v at 1.0 ms and low sensing threshold of 0.5 mv. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.